Manufacturer narrative:
Clinician stated that lodi implants failed to osseointegrate. The clinician did not provide the following information: amount of torque used on abutment and implant, whether primary stability was achieved, whether implants were immediately loaded. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate with the bone and is rejected by the body, the cause may be unknown. The records management database of each of the implants indicates that the implants met the specifications and were approved for product release. Any issues were successfully resolved prior to the release of the implants. No further action is required. Refer to per (B)(4).

Event description:
Lodi implants failed to osseointegrate. The following implants were involved in the incident: p/n 07450, lot # 21126: manufacturer date: 3/2013, expiration date: 01/31/2018. P/n 07452, lot # i0rr0: manufacturer date: 8/2014; expiration date: 06/30/2019. P/n 07452, lot # i0rqx: manufacturer date: 8/2014; expiration date: 06/30/2019.